Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 12 synergy ii drug-eluting stent was advanced past the proximal rca but would not advance further in a tortuous bend. The device was completely pulled out of the patient and was advanced again back into the rca. While advancing, it was noted that the stent was off of the balloon. The stent delivery system was then pulled out of the body and a 1.5 balloon catheter was advanced and expanded the stent. The 1.5 balloon catheter was taken out of the body and a 2.0 balloon catheter was advanced and expanded the stent more. The 2.0 balloon catheter was taken out of the body and a 3.0 balloon catheter was advanced and expanded the stent completely. The 3.0 balloon catheter was removed and the physician then went along further in the case and fixed the distal rca lesion. The procedure was completed. No patient complications were reported and the patient's status was fine.